Event description:
Single account reported to dade behring that they observed a clinical e. Faecium isolate vancomycin mic discrepancy. The account obtained vancomycin-susceptible results on the dried pos combo type 21 panel and vancomycin-resistant results on a secondary method (vre plate) for the clinical isolate. There was no report of adverse health consequences to a patient as a result of the false susceptible results being obtained.

Manufacturer narrative:
Evaluation method; other - contacted customer to obtain clinical isolate for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Evaluation results; other - clinical isolate requested for evaluation testing by dade behring. Isolate has not been tested at this time. Conclusions; overall vancomycin performance of dried pos panels is acceptable.